Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple unspecified malfunction alarm occurred. Customer reset the pump, the malfunction alarm was cleared, and reportedly, insulin delivery was able to be resumed. There was no reported adverse impact to the customer¿s blood glucose value.